Event description:
A user facility reported during a patient's hemodialysis (hd) treatment the machine alarmed for "severe blood leak" on initiation of treatment. The patient's treatment was discontinued and the patient's blood was unable to be re-infused. The estimated blood loss was 300ml. Additional information was requested but was not received to date.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility reported during a patient's hemodialysis (hd) treatment the machine alarmed for "severe blood leak" on initiation of treatment. The patient's treatment was discontinued and the patient's blood was unable to be re-infused. The estimated blood loss was 300ml. Upon follow-up received, it was reported a blood leak occurred immediately after initiation of the patient's treatment. The machine alarmed appropriately with a blood leak alert. The blood leak was visually observed internally within the dialyzer and no external leak was observed. There was no visual damage observed with the dialyzer and the patient's blood was not returned. Following the event, the patient was unable to complete treatment. Additional information was requested but was not received to date.

Manufacturer narrative:
Additional information: b5.

Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. The report could not be confirmed as a definitive conclusion regarding the complaint incident cannot be reached based on the information provided. A production records review was performed on the reported lot. During the lot history review it was noted that there was one other complaint reported against the lot. The complaint addressed an internal blood leak reported by the same facility as the current event (no sample). The number of complaints for the assigned symptom code on the lot number was reviewed and it was determined that no lot complaint excursion occurred. An investigation of the device history records (DHR) was conducted by the manufacturer. There was one approved temporary deviation notice (dn) reported on the lot which was unrelated to the complaint event. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed. The reported lot number passed pyrogen testing, was within sterilization dosage parameters and passed all release criteria.

Event description:
A user facility reported during a patient's hemodialysis (hd) treatment the machine alarmed for "severe blood leak" on initiation of treatment. The patient's treatment was discontinued and the patient's blood was unable to be re-infused. The estimated blood loss was 300ml. Upon follow-up received, it was reported a blood leak occurred immediately after initiation of the patient's treatment. The machine alarmed appropriately with a blood leak alert. The blood leak was visually observed internally within the dialyzer and no external leak was observed. There was no visual damage observed with the dialyzer and the patient's blood was not returned. Following the event, the patient was unable to complete treatment. Additional information was requested but was not received to date.